Event description:
It was reported that the patient presented remotely. Remote interrogation showed that the patient's pacemaker inappropriately went into backup operation. The patient presented to clinic where it was found that their pacemaker failed to be interrogated and was determined to exhibit premature battery depletion. The pacemaker was explanted and replaced. The patient was stable throughout.